Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. In addition, it was reported that the customer received a minimum fill message. Customer was able to successfully load a new cartridge onto the pump and resume insulin delivery. Customer's blood glucose level was 204 mg/dl.